Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated with the brainlab device involved, despite according to the surgeon: the surgery was to receive a diagnostic pathological sample only, not to remove the tumor or treat the disease. The desired diagnostic sample was retrieved at this surgery, this surgery is considered successful being an adequate biopsy. Independent from the generally worsening dysphasia (patient's disease), there was no harm/ negative effect to the patient due to the deviation at this surgery. There was also no prolong of the surgery/ anesthesia for this patient, there were no changes to the intended procedure at this surgery. There are further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was prolonged one day for mere observation. Evaluating from the post-op MRI, the (also by the surgeon) estimated depth deviation of the location the biopsy samples were taken, might be ca. 5 mm up to less than 7 mm to the originally planned target point. Since only the tip of the biopsy needle was navigated to the planned target point, not the also by the navigation displayed cutting window of the needle used for the sample resection, which starts 2mm above the needle's tip, the estimated deviation of the needle position displayed compared to the actual patient target anatomy, is ca. 4mm. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation by ca. 4mm of the actual locations of the biopsies in the brain anatomy compared to the biopsy needle positions displayed by the navigation, can be attributed to a combination of small contributions by the following factors: brain shift: it is possible that the brain, respectively tumor tissue, was slightly pushed in at the tip of the needle and back after the needle was pulled back, adding to the deviation in depth. Changes of the patient anatomy during the surgery cannot be recognized nor compensated by the navigation, which is based on pre-surgery image sets. The patient registration point distribution taken by the user could have been optimized for the registration software to find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and the actual patient anatomy: e.g. More registration points on both sides of the nose as required by the software would have been desirable, additionally some registration points have been taken on the skin surface of the patient in areas with skin shift (different surface during the scan due to ear protection appliances, than at the surgery), which are to be avoided. Apparently the resulting deviation of the navigation display was not detected by the user with the necessary and required user verification of accuracy directly after the registration, or as a single factor not significant enough and for the registration alone not outside clinically desirable limits for this specific surgery. A slight movement of the patient's head in the non-brainlab head holder during the surgery, and/ or minimal position changes of the navigation reference array during the forces at exchange from unsterile to sterile array, or draping, or during the surgery. Despite the patient's head was apparently rigidly fixated in the head holder, remaining small movements in the pin tip / bone connection (mechanical play) are always possible due to forces during the surgery. Apparently the resulting deviation of the navigation display was not detected by the user before applying the biopsy, with the necessary continued user verification of accuracy after draping and throughout the surgery, or as single (small) factors not significant for the allover accuracy at the times of accuracy verification during the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. In general, the brainlab cranial navigation software is suitable for overall navigation errors of up to 3 mm. However, various factors may significantly affect system accuracy. Appropriate setup and handling, as well as careful accuracy verification, are essential for successful navigation. For navigated biopsies using the disposable biopsy needle and the varioguide, an overall navigation error of about 5 mm should be considered by the user depending on the depth of / distance to the target and instrument flexibility. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a diagnostic biopsy of a lesion in the brain, located ca. 30 mm deep in the left frontal lobe, with a size of ca 30 mm, has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative MRI scan was acquired 3 days before the surgery, to use for patient registration to the navigation. To this recent MRI scan used for navigation, fused for additional availability of image information was a former existing CT dataset from (B)(6) 2018. The trajectory was planned. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points - using the z-touch and the softouch - on the patient's skin surface to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration to navigation, determined the result as good, and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, verified the accuracy after draping, and again judged the registration accuracy to be good. Created the burr hole of ca. 10-12mm at the entry point of the planned trajectory displayed by the navigation. Proceeded with the varioguide adjustment navigating to the trajectory, and judged the alignment parameters of the varioguide as good. Performed the biopsy with a navigated biopsy needle through the navigated varioguide. Intended and taken were 7 samples for the biopsy, at the same trajectory at 2 levels, 4 samples at first position and 3 samples at second position ca.5mm deeper completed the surgery without any changes to the intended and planned procedure, and closed the patient. A post-op CT scan was performed 1 day after the surgery, and despite the actual path of the biopsy needle was aligned with the planned and intended trajectory, the post-op CT scan raised the suspicion that the biopsy samples were taken significantly less deep than intended. Since a CT scan did not allow for reliable evaluation, a post-op MRI scan was acquired on (B)(6) 2019. The post-op MRI scan indicated also congruence of the actual path to the planned trajectory, with only a small angulation, whereas the depth of the samples taken might be ca. 5mm up to less than 7mm shorter from the originally planned target point. The biopsy results show the desired tumor tissue sample, the surgeon considers this surgery successful being an adequate biopsy. The patient presents "worsening dysphasia", as per the surgeon this is related to the patient's disease, likely to the growth of the tumor. Thus no causal relation can be established for this patient's generally existing dysphasia to the biopsy surgery, other than a potential further aggravation due to the biopsy surgery in general. According to the surgeon: the surgery was to receive a diagnostic pathological sample only, not to remove the tumor or treat the disease. The desired diagnostic sample was retrieved at this surgery, this surgery is considered successful being an adequate biopsy. Independent from the generally worsening dysphasia (patient's disease), there was no harm/ negative effect to the patient due to the deviation at this surgery. There was also no prolong of the surgery/ anesthesia for this patient, there were no changes to the intended procedure at this surgery. There are further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was prolonged one day for mere observation.